Event description:
Customer reported the system displayed a wait 5 minutes error during a case. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call. Operator had inadvertently hit the fast stop button.